Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 350cc saline breast prosthesis, catalog #3501655, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 350cc saline breast prosthesis that deflated after implantation. Deflation was confirmed by a doctor¿s exam. As a result, the patient will undergo explantation on (B)(6) 2018.

Manufacturer narrative:
On 10/04/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 10/04/2018, mentor received additional information about the event. It was initially reported to mentor that the patient¿s left breast prosthesis deflated. New information states that it was the patient¿s right breast prosthesis that deflated. The right breast prosthesis is the correct suspect medical device for this event. It is a mentor siltex round moderate profile 350cc saline breast prosthesis saline breast prosthesis, catalog #3542655, lot #5648384, serial # (B)(4), UDI # (B)(4). A device history record review is in progress. Once completed, a supplemental report will be submitted. It was initially reported that the date of event is (B)(6) 2018. New information states that the date of event is (B)(6) 2018. The concomitant product (left breast prosthesis) is a mentor smooth round moderate profile 350cc saline breast prosthesis, catalog #3501655, serial # (B)(4). The patient had both left and right breast prostheses removed and they were replaced with mentor memorygel breast implant 225cc gel breast prostheses. The implantation date of the suspect medical device is (B)(6) 2006. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. Yellow material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.4 cm within an area of siltex cracking on the posterior aspect. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the room temperature vulcanization (rtv) shell of siltex breast implants. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. (B)(4).